Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Performed energy delivery with no issue. Performed grip test with no issue. The instrument was retested and passed all functional test on multiple attempts. The instrument was fully functional. No product issue was identified. Additional observation(s) not related to the customer reported complaint: the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on one side of the bipolar yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical w/o lymphadenectomy surgical procedure, the maryland bipolar forceps instrument did not respond to the surgeon's command. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.